Event description:
The customer reported a mu recording, 1 off (higher and/or lower) than prescribed amount.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information. H11 updated: the customer reported a mu recording, 1 off (higher and/or lower) than prescribed amount. The investigation was completed by conducting a thorough evaluation of the products and the reported information. The mosaiq logs show that on (B)(6) 2024 around 10:00, fields 01, 02, 03, 04, 05, 06, 07, 08, 09 were delivered using consolidated field sequencing (cfs). Cfs is where the fields are grouped together and delivered as a single beam on the treatment machine, rather than as individual beams. The combined total prescribed 1070.1 mu of all fields was set on the linac. At the completion of beam delivery, the linac reported that a total of 1070.0 mu had been delivered which was correctly recorded in mosaiq. The linac prepared the beam to be delivered in segments. The doses specified in each segment are measured in one tenth mu precision, but the linac measures to a precision of one sixty-fourth mu. Since accumulated beam dose is required to be reported in one tenth mu precision, the sum of the segment doses is calculated in one sixty-fourth precision then conversion to one tenth mu precision takes place. Note that the linac delivers radiation in discrete pulses and higher dose rate energies (specifically higher dose per pulse energies) which could affect the mu dose accumulated at the end of each segment delivery. Observations of small discrepancies due to accumulation and rounding (truncation) are much more likely to happen in these cases. Dose per pulse can be up to 0.1 mu for flat energies up to 0.3 mu for flatten filter free (fff) energies. Because dose per pulse varies slightly and partial pulses are not possible, it follows that the linac cannot always deliver exactly to 0.1 mu precision. For these reasons, small mu discrepancies might be encountered for any given beam delivery. A recording discrepancy of 0.1 mu will lead to, at most, a less than 1% discrepancy in the total dose delivered which would not cause serious patient harm. Mosaiq did not have any malfunction and is working as designed and intended. Based on the available information, there was no patient mistreatment.